Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (will not power on) was isolated to an internally shorted c126 on the beside board. The root cause for the shorted c126 could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger was unable to power on.